Event description:
The customer reported obtaining platelet (plt) vote outs and erroneous plt results along with "*" and "v" flags on an unspecified number of patient samples run on a coulter hmx hematology analyzer with autoloader. Laboratory data for one patient was provided for review; four (4) sample runs for the same patient sample were provided. "R" flags were also present on two of four sample runs provided for the patient. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc (quality control) was within the laboratory's established ranges on the date of the event. The customer collected the sample in a 4ml edta tube, and did not question sample integrity for this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the customer's issue and discovered that the r/w/p proc (red/white/platelet processor) card and the r/w preamp (red/white preamplifier) were defective. The fse replaced both the r/w/p proc and the r/w preamp resolving the vote outs and reported flagging issue. Service activity performed and was verified to meet the specified requirements per established procedures. The customer did not provide patient demographics for the patient.

Manufacturer narrative:
The r/w/p proc (red/white/platelet processor) card and the r/w preamp (red/white preamplifier) were returned to beckman coulter for evaluation. Both parts passed internal testing, with no issues observed. The original reported event could not be duplicated. Therefore, the root cause of the issue is undetermined.